Event description:
Additional information confirmed that a catheter revision was performed on the patient. It was determined that the catheter had a cut in it, and the revised portion was discarded. Agent reported that the cause of the fracture was unknown.

Manufacturer narrative:
Agent reported that the cause of the catheter fracture was unknown. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending catheter revision surgery and possible device return. Device was not returned as of yet. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Internal complaint number: (B)(4).

Event description:
Agent reported that the physician performed a cap procedure in which they were unable to aspirate the catheter. The patient was referred to another physician to do another dye study. A second dye study was performed in which the physician could not aspirate the catheter. A volume check was performed, and no volume discrepancy was observed. Physician believes there is fracture in the catheter. Catheter revision will be scheduled.